Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the adc device was reported. Customer received a sensor scan result of 188 mg/dl and experienced headache, weakness, vomiting and heavy breathing. The customer was seen at a hospital and a reading of 588 mg/dl was obtained on the hospital device compared to a sensor scan result of 180 mg/dl. Customer was diagnosed with diabetic ketoacidosis (dka), administered unspecified treatment via intravenous infusion, and remained hospitalized for two days. The reported readings, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.